Manufacturer narrative:
At the time of this report, no further pt injury or negative health related outcomes have been reported. Entellus medical will continue to monitor this situation and provide subsequent reports if required. The device in question was returned by the user facility and was thoroughly evaluated. The device was examined both visually and mechanically and was found to be within specifications. Therefore, the root cause for the event was unable to be identified.

Event description:
Resident md performed a balloon dilation procedure on a (B)(6) year old female pt. Following dilation of the right frontal sinus, clear fluid was noted to be dripping after. Md stated that several tools were in the area, and they cannot be sure which instrument caused the damage, which was only noticed after the balloon dilation. A CT was taken, a csf leak was noted and the opening was patched. The pt was kept overnight for observation, was discharged the following morning and is doing well.